Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, keypad testing failed, and the keypad malfunction was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective front panel keypad. The front panel keypad required replacement to address this issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keyboard of a novum iq large volume pump malfunctioned. When ¿6¿ was pressed on the number side, it gave ¿6666¿; when ¿5¿ was pressed, it gave ¿8¿. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.